Event description:
It was reported that there was an atrial lead warning. It was also reported that the right atrial (ra) lead had high impedance and noise. It was noted that the impedance fluctuated back to normal range. It was later reported that the atrial lead had oversensing with arm movement. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an atrial lead warning. It was also reported that the right atrial (ra) lead had high impedance and noise. It was noted that the impedance fluctuated back to normal range. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.